Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were in accurate, cause was unknown. The customer's blood glucose level ranged from 150-160 mg/dl. Customer corrected the pump time and date to resolve the issue.